Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(4).

Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. External visual inspection showed no physical damage. The sensor failed continuity testing due to an open across all electrodes. Additionally an open trace was found between l1 and the connector. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6), corrected data: d4 model # was corrected from 4248 to 4248-9.